Event description:
It was reported that during device unpackaging, the 3 mm x 23 mm promus stent delivery system (sds) was removed and the distal tip was noted to be broken. The device was not used. There was no patient involvement. There was no reported clincially significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Factors that can contribute to tip tear/separation/detachment include but are not limited to damage during manufacturing, removal from packaging at the account, handling during preparation, handling during use, and/or during insertion/removal of the guide wire. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. It is possible that the tip became broken/detached as a result of inadvertent mishandling during removal of the protective sheath or stylet; however, this cannot be confirmed. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a product quality deficiency. All stent delivery systems are subject to visual inspection for tip damage, including at the point where the protective sheath is placed over the balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip tensile integrity.